Event description:
It was reported that prior to starting a da vinci assisted surgical procedure using an xi system, operating room (or) staff contacted tech support to report the integrated electrosurgical unit (iesu) generator would not power on. The caller tested two different power outlets without improvement. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended swapping to a different vision side cart (vsc), and the caller stated they would attempt this and call back if further assistance was needed. The procedure was aborted to another xi system. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu).the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.the complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue.